Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: (B)(6) reviewed the open call for (B)(6) : case #79 - centration is superior / nasal with minimal suction. Patient eye movement is visible throughout the laser treatment process. Double cuts to the capsulotomy are noted at frame #3 and #4. This double cut treatment of the capsulotomy may weaken the stability of the tissue during the surgical removal of the cataract. Root cause: proper locking of the pid arm with adequate suction to the eye will reduce eye movement during the laser treatment.

Event description:
P1008 - anterior capsular tear - issue: on (B)(6) 2022, while (B)(6) on site, dr. (B)(6) reported that there was ananterior capsular tear at on case #79. Movement from patient was noted during laser procedure.

Event description:
P1008 - anterior capsular tear - issue: on (B)(6) 2022, while (B)(6) on site, dr. (B)(6) (al22001-c21u) reported that there was ananterior capsular tear at on case #79. Movement from patient was notedduring laser procedure.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for al22001: case #79 - centration is superior / nasal with minimal suction. Patient eye movement is visible throughout the laser treatment process. Double cuts to the capsulotomy are noted at frame #3 and #4. This double cut treatment of the capsulotomy may weaken the stability of the tissue during the surgical removal of the cataract. Root cause: proper locking of the pid arm with adequate suction to the eye will reduce eye movement during the laser treatment.